Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow and "low power" event was confirmed through log file analysis which revealed a slight increase in power consumption and estimated flows starting on 12-feb-2021 followed by a sudden sharp decrease in power consumption and estimated flows leading to parameters below the operating range on (B)(6) 2021. The sharp decrease in power and flows was subsequently followed by a sharp increase in power consumption and estimated flows which was followed by a sharp sustained decrease in power consumption and flows. 9 low flow alarms have been logged since 04-feb-2021. Analysis of the alarm log file revealed no vad stopped alarm logged post implant. The reported thrombus event was confirmed through visual evidence provided by the site. Information provided by the site indicated that approximately ten days post biventricular assist device (bivad) implant, the right ventricular assist device (rvad) exhibited power consumption below normal range and low flows. The patient was seen to be compliant were their therapeutic anticoagulation therapy and had a high lactate dehydrogenase (ldh). An echocardiogram, transesophageal (tee) and computerized tomography (CT) scan were all performed and revealed a thrombus in the rvad inflow cannula. The patient was given anticoagulant medication and it was decided that the patient would have surgery to remove the thrombus. The surgeon used a right cardiopulmonary bypass (cpb), and the rvad was stopped. The surgeon then removed the rvad from the right atrium, removed the thrombus from the inflow canula, and used the washout maneuver to clean the rvad. The rvad remains in use. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the reported low flow and "low power" event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a biventricular assist device (bivad). Approximately ten days post right ventricular assist device (rvad) implant, the rvad exhibited power consumption below normal range and low flows. The patient was seen to be compliant were their therapeutic anticoagulation therapy and had a high lactate dehydrogenase (ldh). An echocardiogram, transesophageal (tee) and computerized tomography (CT) scan were all performed and revealed a thrombus in the rvad inflow cannula. The patient was given anticoagulant medication and it was decided that the patient would have surgery to remove the thrombus. The surgeon used a right cardiopulmonary bypass (cpb), and the rvad was stopped. The surgeon then removed the rvad from the right atrium, and removed the thrombus from the inflow canula, and used the washout maneuver to clean the rvad. The rvad remains in use. No further patient complications have been reported as a result of this event.